Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012 and 23/oct/2014. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, lump/nodule, inflammation/irritation, and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lump/nodule, inflammation/irritation , visibility/palpability, anxiety-product procedure.

Event description:
Patient reported having right side ¿hardening of the breast, itching in her breast," and "hard knots or lumps surrounding the implant or in the armpit". Healthcare professional additionally reported right side "capsular contracture," baker grade IV and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and weight to the specification. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported having right side ¿hardening of the breast, itching in her breast," and "hard knots or lumps surrounding the implant or in the armpit". Healthcare professional additionally reported right side "capsular contracture," baker grade IV and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.